Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remote via merlin.net transmission, loss of capture was observed. Patient later presented to clinic for device check and loss of capture was not able to be reproduced and parameters were found to be normal. Patient as asymptomatic. Far-field r-wave oversensing was noted on the atrial channel. Device replacement was discussed however physician elected to continue to monitor the patient. Patient is stable.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that initial loss of capture on electrogram was an error due to device programmed autogain settings to capture patient¿s bigeminy premature ventricular contractions. After gaining-up the signals on egms, it was confirmed that the patient did have capture and the first diagnosis of loss of capture was an error.